Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they put any pressure at the implant site, it almost feels like there is an infection and hurts really bad. The patient stated it scared her and she wanted to have the implant taken out. The patient stated she started hurting underneath the battery about 4 months ago and the pain is always there. The patient stated she just got out of the hospital and does not know if this is related. The patient has high levels of ammonia in her system and was told that her liver enzymes are very high and they are worried about her kidneys. The patient also stated she was having headaches and passed out in her healthcare provider's office. She was she was taken to the hospital in an ambulance. The patient stated she was having small seizure activities and patient further states she does not know if this was coming from an infection. The patient stated eeg test results came in today and while she was in the hospital she was given medication for high levels of ammonia. The patient stated she did not know if this could possibly be caused by the device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.